Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer reported having negative bd veritor sars-cov-2 on sample with CT of 21 on rt-pcr."

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua#:(B)(4). The following information was provided by the initial reporter: " customer reported having negative bd veritor sars-cov-2 on sample with CT of 21 on rt-pcr."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 1120222. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.